Manufacturer narrative:
Insulin pump passed active current measurement, selftest, and displacement test. Unit failed sleep current measurement due to unexpected battery power loss and j6 connector resistance issue. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that the time was less than 8 hours from the low battery alert to the replace battery alert. No harm requiring medical intervention was reported. The device will be returned for analysis.